Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) lead and right ventricular (rv) lead had oversensing. Both the leads were explanted and replaced. During surgery to replace the leads, it was found that the leads were sutured directly on the insulation instead of using the suture sleeve, which was causing an insulation breech. No patient complications have been reported as a result of this event.